Event description:
Caller is reporting that they have had two incidents with this meter, the first one on 3/13/2024 and the second one on 3/17/2024, where the meter was reading lower than blood readings at the hospital. Meter and strips are always stored on the rig in normal conditions. For the first incident on 3/13/2024, caller reported that the ems reading with this meter was 396 at 9:26 am on 3/13/2024, the hospital capillary reading was somewhere in the 500's, and the lab test result was about 621. For the second incident on 3/17/2024, the reporter did not have specific details on the readings that were received, only that they were lower. Replaced meter, strips, sent control solution and sent return label. This report is in reference to the second incident on 3/17/2024.

Manufacturer narrative:
Customer returned meter and 8 strips of specified strip lot. Returned meter was tested with returned test strips and retain strips. Meter and returned strips and retain strips passed testing with no failures detected. Products will be forwarded to manufacturer.